Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was received inoperable due to the reported symptom of "sn (B)(4) error code 105", caused by a failed motor (flex). The failed motor assembly will be replaced.

Event description:
It was reported that a device experienced an error code 105. It was also reported there was no pt incident or adverse event related to the reported error code 105.